Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sept2019. Customer (biomed) could not find the code in the device history and is unable to duplicate the reported issue. Biomed states that oxygen flow accuracy is out of spec a very small amount. After further trouble shooting technical support advised biomed to be sure his pts2000 (testing device) is in spec. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer (biomed) reported end user reported high internal o2. No patient/user harm reported.